Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote lock on the follett refrigerator intermittently made a release sound when a medication was selected for a user. However, the refrigerator remained locked and the door could not be opened.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.